Event description:
It was reported that during implant, the set screw of the implantable cardioverter defibrillator (ICD) was stripped. A different ICD was used to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during implant, left ventricular lead was unable to be inserted into the header. After multiple attempts to insert the lead, the set screw of the implantable cardioverter defibrillator (ICD) was stripped. A different ICD was used to complete the procedure. The patient condition was stable.